Event description:
Lot number for catheters involved is unknown and possible lot numbers are provided below: icgs 020 lot 1009376 sent around 4/11/2022. Expiration 03/01/23. First receipt of product was on 09/24/21 icgs 010 lot 1008822 sent around 9/6/2021. Expiration 09/01/22. First receipt of product was on 03/25/21. During an investigator initiated clinical trial being run in denmark, entitled the active study, dr. (B)(6) reported that they experienced 3 infections in 4 irraflow cases. Available data were collected after the data and safety monitoring board reviewed the cases. Patients 2, 8 and 9 were infected and the incidents were thought to have prolonged hospitalization. This report is for the first patient (pt. 2): the infection at the insertion site of the irraflow catheter was treated with local antibiotic therapy, and the infection resolved. Ventriculitis in patient 8, ls, 66 y.o. Male : due to fever elevated crp and leucocytosis a cerebrospinal fluid sample was collected showing coagulase negative staphylococci. The patient was starte in vancomycin and treated for 12 days. After that the infection was cleared and the antibiotics was stopped is this complaint is reported in 3013508628-2022-00009. Ventriculitis in patient 9, hs, 56 y.o. Male : due to fever elevated crp and leucocytosis a cerebrospinal fluid sample was collected showing staphylocooccy aureus. The patient was starte in vancomycin and treated for 10 days. After that the infection was cleared and the antibiotics was stopped. This complaint is reported in 3013508628-2022-00010 irras representatives have had several meetings with the physician regarding their technique and competency of training of residents inserting catheters for intracranial fluid drainage. The physician believes that their technique and training are to par with the IFU. It has been discussed physicians and physician residents switch to utilizing irraflow with a bolt system.this will require securing several bolts to perform compatibility testing. No further information is expected.